Manufacturer narrative:
Device not returned.

Event description:
It was reported that the "charging plug was damaged." There was no reported impact to customers blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.